Event description:
A patient in family birthing was receiving an epidural and her vitals were not taken for 1.5 hours. The fbc staff reported that the maternal/fetal monitor that was monitoring the patient's vitals appeared to be leaking and did not alarm. Biomed tested the unit and found that the blood pressure connectors were not connected properly thereby creating the leak. The alarm on the maternal/fetal monitor was also set to "off" and the volume was set to "1." The maternal/fetal monitor's alarm was reset to "on" and the volume to "5" to match other systems throughout the birthing center. All settings mentioned are controlled by the clinician. The proper setting was explained to the head nurse and training was offered to the birthing staff.

Event description:
A patient in family birthing was receiving an epidural and her vitals were not taken for 1.5 hours. The fbc staff reported that the maternal/fetal monitor that was monitoring the patient's vitals appeared to be leaking and did not alarm. Biomed tested the unit and found that the blood pressure connectors were not connected properly thereby creating the leak. The alarm on the maternal/fetal monitor was also set to "off" and the volume was set to "1." The maternal/fetal monitor's alarm was reset to "on" and the volume to "5" to match other systems throughout the birthing center. All settings mentioned are controlled by the clinician. The proper setting was explained to the head nurse and training was offered to the birthing staff.